Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lv lead was noted to have a micro-dislodgement while seen in the clinic. No capture was also noted on the lead. The patient was having increased fatigue with an increase in dyspnea on exertion (doe). Decrease in ef was noted. The lead was capped and replaced. Patient was stable before, during and after the procedure.